Event description:
It was reported that this right ventricular (rv) lead was attempted in a left bundle branch implant. Lead measurements were insufficient, when the physician attempted to retract the helix. The helix was unable to retract despite use of the rotation tool and lead body manipulation. The lead was subsequently capped and abandoned, and a new lead was successfully placed. No adverse patient effects were reported.